Event description:
Attorney reported: in 2007 - the pt underwent a ventral hernia repair procedure with inplant of a composix kugel mesh patch. After its implantation, the mesh concretized, meaning it hardened due to oxidation or other chemical reaction with surrounding bodily fluids and tissue. This caused pt extreme pain and enabled adhesions on the interior surface of the mesh. About 2 months later - the pt underwent surgery to explant the composix kugel mesh patch and replace with a another type of mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available.